Manufacturer narrative:
The reported high impedance issue was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and it passed all functional testing on the ate. Which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation.

Manufacturer narrative:
B3: event date is estimated. D6a: implant date is unknown.

Event description:
It was reported that the patient was experiencing strong muscle cramps. The physician determined the issue is caused by the ipg and the patient underwent surgical intervention in which the ipg was explanted and replaced.